Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had an integrity bare metal stent implanted. The lesion was the ostial lcx, heavily calcified and angulated. Rotational atherectomy was carried out. The integrity was deployed at 14 atm. A 3.5x 6mm nc balloon was used to post-dilate at 22 atm. There were no adverse issues during deployment. The patient reported that they had an MRI due to 'metal breaking off stent' at an unknown date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.